Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implantation procedure. It was noted that the patient was a dialysis patient and had presented for the procedure from ICU. After the physician placed right ventricular and atrial leads, right ventricular lead position was revised and final test numbers were very good on both leads. At the end of the procedure, patient's blood pressure and o2 saturation dropped and the physician called a code blue. Upon ultrasound echo, it was determined that the patient had a cardiac tamponade. A thoracentesis was performed. The patient was stabilized after the thoracentesis and a chest tube was inserted. When the patient was moved back to the ICU, their blood pressure dropped again. The patient became unstable and another code blue was called. Ultimately, the patient deceased during this code in the ICU. No complaints were made regarding the implantable cardioverter defibrillator system.